Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. It was reported that the hospital would not allow for the boston scientific sales representative to retrieve the device. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time measurement of 31.2 seconds. The monitoring voltage was 2.77 volts. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.